Event description:
It was reported that right ventricular oversensing occurred when the patient would sit up or contract the abdomen. It was further reported that diaphragmatic stimulation occurred with atrial oversensing and that a left ventricular lead warning occurred for low impedance. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular oversensing occurred when the patient would sit up or contract the abdomen. It was further reported that diaphragmatic stimulation occurred with atrial oversensing and that a left ventricular lead warning occurred for low impedance. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the partial lead was returned in segments and was analyzed. Analysis revealed a breached depression of the outer insulation. It was noted there was cosmetic depression of the outer insulation and a white substance on the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. For use by user facility/importer (devices only). (B)(4). Concomitant product: 4968, implantable pacing lead 2005 (B)(6). The lead was not returned to the manufacturer.